Event description:
It was reported that the pt has experienced an increase in drop attack seizures. This increase is above pre-implant levels. The patient's device is not at end of service. Good faith attempts to obtain additional info surrounding the patient's events have been unsuccessful to date.